Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an avnrt ablation procedure, the patient was diagnosed with a pulmonary embolism due to a femoral vein thrombus. The patient underwent the ablation procedure on (B)(6) 2025 with right atrium access only. No anticoagulation was administered before or during the procedure. The procedure was successfully completed, and the patient was discharged home. The patient reported experiencing shortness of breath a few days after the procedure, which gradually worsened. On (B)(6) 2025, the patient arrived at the hospital emergency department where a pulmonary embolism was diagnosed due to a femoral vein thrombus. The patient was admitted to the ICU. Treatment included medication administration or adjustment. A CT scan was done after the procedure, but no imaging was done before. The patient has no prior history of dvt or thrombus and no predisposition to thrombus. There were no performance issues with any abbott device.